Manufacturer narrative:
Batch review performed on 05 aug 2024 lot 1903247: (B)(4) items manufactured and released on 18-jun-2019. Expiration date: 2024-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 years and 9 months from the primary, the patient came in reporting knee instability and the cause is unknown. The surgeon upsized the poly (from 12 to 20 mm) and the surgery was completed successfully.